Event description:
Arjo became aware of the event involving citadel plus bariatric bed. The customer reported that: "the size of the bed makes access to patients difficult and prevents lowering the head section of the bed during resuscitation. This led to delayed management of a cardiac arrest following a dialysis session." Despite attempts, the customer did not provide any additional information about the patient¿s outcome beyond ¿it was fine.¿ moreover, the customer reported that the bed ¿remains permanently in the treatment cubicle due to difficulties in maneuvering it." And "healthcare professionals are not sufficiently trained in the proper use of the bariatric bed." The customer did not report any bed malfunction. Moreover, the bed was not returned to the manufacturer and remains in use at the customer¿s site. Based on this, arjo assumed that the bed was functioning as intended. The complaint was assessed as reportable in abudance of caution.

Manufacturer narrative:
The investigation is ongoing. Results will be provided in the final report. UDI: (B)(4). The device is distributed outside the us and no gudid information exists.